Event description:
#26 sapien3 ultra tavr valve was inserted into the right coronary femoral artery sheath without incident. Upon attempting to pull delivery balloon back into the valve in the descending aorta, excessive resistance was felt by surgeon. Multiple attempts were made and it was felt that the balloon could not be retracted and the decision was made to remove the entire system. There was no vascular injury as a result of the delivery catheter or removal from the patient.